Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown. Journal article: yamazaki t., yoshiyama t., ito a., izumiya y., fukuda d. Endoscopic assessment of watchman 17 months after implantation. Cardiovascular interventions and therapeutics. 2022.

Event description:
Endoscopic assessment of watchman 17 months after implantation: it was reported via literature that a device related thrombus and device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a watchman 2.5 laa closure device with delivery system (wds). Five (5) months post index procedure transesophageal echocardiogram (tee) revealed a device thrombus and a peri device leak. Seven (7) months post index procedure the thrombus and device leak were no longer present and the patient underwent ablation for atrial fibrillation. The atrial fibrillation and device related thrombosis reoccurred. Seventeen (17) months post index procedure, the thrombus was no longer present and ablation was performed again.